Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from three (3) patient samples that were generated by the unicel dxl 800 access instrument. Sample a was tested for accu tnl and a result of 1.13 ng/ml was obatined. On the same day, the original sample was re-tested for accu tnl and the results were 0.26ng/ml and 0.04ng/ml. Sample b was tested for accu tnl and a result of 0.69ng/ml was obtained. The original sample was re-tested for accu tnl on the same day of the results were 0.04ng/ml and 0.04ng/ml. Sample c was tested for accu tnl and a result of 9.28ng/ml was obtained. The original sample was re-tested for accu tnl and the result was 0.05ng/ml. The erroneous results were reported out of the lab. There was no report of death, injury requiring medical intervention or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The samples were collected in lithium heparin tubes. System check performed on 10/16/2006, prior to service, was within specifications. A field service engineer (fse) was dispatched to the customer's lab on 10/16/2006 and 10/17/2006. The fse adjusted reagent pipettor alignments. The fse cleaned sample probe wash nozzle. The fse performed special clean (details not provided). The fse ran system check and accu tnl low qc precision testing, and both were within specifications. Per established procedures, the fse verified the instrument. The fse provided the customer with bd sample handling information. A visit has been scheduled to address sample handling issues. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.